Event description:
Information was received that upon placement of a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube was noted to be leaking. Attempted to inflate cuff without success. When the trach was removed it was noted that the cuff was not inflating. No adverse patient effects were reported.